Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred.the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and failed. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed.the probable cause was a defective transmitter. The reported event of loss of connection is reportable based on the finding of a defective transmitter. No injury or medical intervention was reported.